Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and customer changed supplies and resumed insulin to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.